Event description:
Dexcom was made aware on 03/05/2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with redness, inflammation (¿ball sized bump¿), and pimples at the needle puncture site which occurred four days after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2025, the patient went to the doctor for evaluation. The patient underwent an x-ray, which was reported to be ¿negative¿. The patient was prescribed oral doxycycline monohydrate as treatment. The patient¿s bump was ¿slowly healing¿ at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).